Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, the patient presented emergently with a rupture due to a type 3b endoleak. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft and a vela suprarenal to treat this event. The patient was reported to be in recovery and stable. Additional information: clinical assessment determined that there was evidence to reasonably suggest sac growth of 7.5mm occurred. The sac growth was discovered on during a review of the eighty-two (82) month post index computed tomography (CT) scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak of the distal main body and aortic rupture event were confirmed. This is consistent with the reported adverse event. The clinical evaluation also shows reasonable evidence to suggest a sac growth of 7.5mm. The most likely causation for the type 3b endoleak is likely device related due to the use of strata material. The sac growth and rupture are related to the 3b endoleak. Procedure related harms could not be determined with the medical records available for review. The final patient status was reported as being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a vela suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, the patient presented emergently with a rupture due to a type 3b endoleak. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft and a vela suprarenal to treat this event. The patient was reported to be in recovery and stable.